Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had intermittent operation, excessive noise, and was generating heat. Therefore, the reported condition that the device was making noise and not working properly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device had intermittent operation, sharp edges, insufficient/low power, excessive noise, could change or control the speed of the device, was generating heat, the bearing was worn, there was corrosion/rusting/pitting, and component damage. It was further determined that the device failed pretest for general condition, check the battery casing coupling, check the oscillation/forward/reverse mode function, and check the power with test bench. It was noted in the service order that the device was making a strange noise and did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.